Manufacturer narrative:
(B) (4). The customer's returned meter (B) (4) has been tested with approved test strips (lot 80326). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings, when converted to mg/dl, were found in the device's internal memory log all within 10 minutes.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 1.3 mmol/l, 16.1 mmol/l and 13.9 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.